Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device exibited eol/rrt characteristics. Attempts to program and download the software did not take the device out of eol/rrt mode. Therefore, the device was replaced.